Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. H6:patient code-c64343(small intestine perforation, tissue resection, anastomosis). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, four days later after the radiofrequency ablation of liver cancer, it was found that there was small-intestinal perforation (1cm) near the middle hypogastrium away from the s1( site of the liver). After that, the small-intestinal perforation part was partially resected and anastomosed surgically, and the patient was discharged 11 days later.